Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the housing of the programmer was cracked and that the stylus was not functioning. It was further reported via follow-up that the stylus was missing its small black tip. The programmer has not yet been returned for service. No patient complications have been reported as a result of this event.